Manufacturer narrative:
Follow up #1, submitted: 08/03/2016. The device was returned for investigation by product analysis with the following findings: review of the black box data revealed records of continual power on reset events. On investigation, the pump powered on normally. Investigation did not duplicate the complaint of ¿no power.¿ the keypad buttons were unresponsive as reported on medwatch report #2531779-2016-13200. Due to the unresponsive state of the keypad button, product analysis was unable to complete a full investigation of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.